Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patients complications nor injuries reported and the patient status was good.